Manufacturer narrative:
The reported complaint of "the autopulse platform (sn: (B)(4)) failed to power up" was confirmed during functional testing. The root cause was due to the defective processor board, most likely as a result of normal wear and tear. The autopulse platform was manufactured in november 2012, and it is over 7 years old, exceeded its expected service life of 5 years. Visual inspection of the returned platform revealed cracks and breakages on the top cover. Also, it was noted that the battery compartment was worn out and scratched with broken pieces. The observed physical damages were unrelated to the reported complaint, and the root cause could be due to normal wear and tear and/or due to user mishandling. All the damaged/broken parts will be replaced to remedy the issues. A review of the autopulse platform archive could not be performed because the archive data could not be recovered. The root cause was due to the defective processor board not booting up. During functional testing, the autopulse platform failed to power up due to the defective processor board; thus, confirming the reported complaint. The processor board will be replaced to remedy the issue. Upon service completion, the defective parts will be replaced, and the platform will be subjected to functional testing to ensure that the device will pass all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During training, the autopulse platform (sn: (B)(4)) failed to power up. According to the user, when the autopulse platform was powered on, the device made a clicking sound and turned off. The user reset the training lifeband and tested the autopulse with a different battery to troubleshoot; however, the issue was not resolved. No patient involvement.